Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred near the connection part between the catheter and the catheter connector. There was no reported patient injury.

Event description:
It was reported that leakage occurred near the connection part between the catheter and the catheter connector. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be related to use. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A hole was observed in the catheter just distal to the strain relief. Some slight tensile weakness was observed in the catheter material at the location of the observed hole. A microscopic observation revealed a deep indentation in the catheter with the observed hole in the center of the indentation. The edges of the hole were observed to be rough and thin. Abrasive damage was observed adjacent to the hole and the surface of the catheter was observed to be dull opposite the hole. The ink near the hole was observed to be faded and worn away. The shape, location, and observed physical characteristics of the hole in the returned sample, and the material surrounding the hole, are consistent with damage accumulated through material fatigue. Material fatigue can occur due to cyclic kinking and/or abrasion of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter material. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.